Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigators were unable to confirm dim/fading display. No screen during startup. The pump has audible tones during startup. Pump audible and vibratory alarms are operational. There were no cracks/damage visible on pump case. No corrosion visible in battery compartment or cartridge compartment. The pump was opened to investigate. Investigators observed evidence of moisture ingress. Corrosion/moisture residue found on internal components. The keypad was found to be worn.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.